Manufacturer narrative:
This report is submitted on may 28, 2024.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (1.5 tesla). The patient's head was wrapped as recommended by cochlear. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2024 for a magnet repositioning surgery. The device was explanted (specific date not reported) and the patient was reimplanted with another cochlear device (specific date not reported). This report is submitted on june 25, 2024.